Event description:
Additional information received reported the patient¿s doctor was getting authorization to do a revision and see what was going on.

Event description:
It was reported that the stimulation was not where it used to be. The patient felt stimulation in the legs only, no butt or back anymore. It was noted that the patient had a lump on the left side of her back near t10, which was pretty significant. It was suspected that the anchor was protruding. The patient was scheduled for x-rays of the lump and the lead location, as lead migration was suspected. For the past six months, the patient had been losing therapy. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 3776-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead, product ID 3776-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead, product ID neu_ptm_prog, (B)(4).